Event description:
Customer reported the insulin pump alarmed bad sensor before she could even calibrate the sensor. Customer was waiting for the two hour initialization period to calibrate. Customer changed out sensor. Blood glucose level was 230 mg/dl but isig was 17, advised isig isn't normal due to high blood glucose level. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.